Manufacturer narrative:
The reported field event of oversensing was confirmed in the laboratory. The cause of the oversensing was the patient¿s temporary pacer. When the temporary pacer was turned off, the oversensing was no longer observed. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post-op check for a CABG procedure, ventricular oversensing was observed. The patients temporary pacer was turned off and the oversensing was no longer observed. The patient condition was stable.

Event description:
Additional information received indicated that the device was explanted and returned.